Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced symptoms and the implantable pulse generator (ipg) was "turned off". The ipg remains in use. No further patient complications have been reported as a result of this event.